Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report glucose quality controls (qc) was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found foreign liquid in incubation oil and cleaned it. The cse ran cell blank test after lamp energy test. The customer ran quality control (qc), resulting within specification. A follow up visit was scheduled the next day to verify patient results. The cse calibrated and removed the lamp. The cse ran qc, resulting within specification. The customer ran patient samples, resulting as expected. The cause of the discordant, falsely elevated glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (glu) results was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated glucose result.